Event description:
It was reported that during a follow-up visit the diagnostic device was periodically undersensing while the patient was seated in a chair. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.